Manufacturer narrative:
Concomitant medical products the concomitant products should have been lpa1200m/52; (B)(4) and lda210q/58; (B)(4). Therapy date should have been (B)(6) 2018.

Manufacturer narrative:
A partial lead measuring 85.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during ra lead replacement the lv lead continued to dislodge throughout the procedure. The lv lead was also explanted and replaced. The patient was stable.